Manufacturer narrative:
(B)(4). Physio-control anticipates the device return for evaluation and continues to investigate the reported issue. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device locks up upon power on. There was no patient use associated with the event.

Manufacturer narrative:
After several follow up attempts with the customer, the device has not been returned to physio-control for evaluation. Therefore, physio-control is unable to further investigate the reported problem and determine the cause for the issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio isolated the cause for the malfunction to be failure of the digital pcb assembly. Further extensive testing of the assembly was unable to determine a component cause for the reported failure. A replacement device was provided to the customer.